Event description:
It was reported that a pocket erosion occurred. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. (B)(4) the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.